Manufacturer narrative:
A serious injury has been alleged against the cycler machine. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. See related mdrs 2937457-2014-00507 and 1713747-2014-99933.

Event description:
During a follow up call to the pts' peritoneal dialysis nurse reported the pt was treated for peritonitis. A culture was done of the pts effluent on (B)(6) 2014. It was discovered the pt had peritonitis. There was no history of leaks, and the organism was (B)(6). The pt was treated with vanco at home. The pt reported to be doing fine.